Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Awaiting device return to manufacturer.

Event description:
It was reported that prior to a surgical procedure, during set-up, it was noted that there was a sterility breach on the packaging of the device. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
The product reported involved with this event was returned for evaluation. The reported event, for packaging sterility compromised , was confirmed on receipt of the blade. The damage observed on the returned packaging pouch is very likely to have been caused by an excessively large compression force. This damage is considered excessive and not expected during storage and distribution of these products.

Event description:
It was reported that prior to a surgical procedure, during set-up, it was noted that there was a sterility breach on the packaging of the device. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.